Event description:
An incident report was received from our customer detailing the following: "it was reported that during treatment of a mildly tortuous, heavily calcified, total chronically occluded popliteal/tibial artery, the guide wire became stuck in the occlusion. The guide wire looped at the tip several times during the attempt to advance further down the artery. As no further advancement of the guide wire was possible, the guide wire was retrieved back into the long non-abbott sheath. Some resistance was felt during the guide wire pull back. Outside the pt, the tip of the guide wire was observed to be stretched over a length of several centimeters, however, was not separated. To be on the safe side and to ensure there was really no separation of the guide wire, several angiograms of the vessel were performed, which confirmed that there was no part of the guide wire left in the pt's vessel. The procedure was finished using a non-abbott guide wire. No adverse pt effects or clinically significant delay in the procedure was reported. No additional info was provided."

Manufacturer narrative:
The initial report described that the tip of the guidewire had been damaged. Examination of the returned device revealed the guidewire had fractured at approximately 2 cm from the distal tip. The tip remained attached to the rest of the wire by the coil. Upon examination of the returned wire and the info available regarding the use of the wire, it is likely that severe manipulation of the wire by means of torquing and pulling the device resulted in a fracture of the wire at the location described. The device was manufactured to specification.